Event description:
The customer reported that they cannot save images, and the system is slow to retrieve images.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep reconfigured the hard drive. The system operates as intended.